Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: provide lots? - currently not available. It was reported that strap were firing through competitors mesh and not securing it and dr. Used suture to close the holes in the mesh. A. Are you indicating that the straps caused damage (holes) to the competitors mesh? Yes . Did the surgeon indicate if there was any issue with the competitors mesh? If yes provide product information and indicate if the mesh was reported to the manufacturer of mesh? The surgeon did not indicate any issue with competitors mesh. But after following up and trying ss25 with parietex again, there were no issues and opined it was some type of mistake on his behalf.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2017 and absorbable straps were used. While deploying straps into a parietex mesh, straps were firing straight through the mesh and not securing the mesh. Suture was used to close the holes in the mesh. There were no adverse patient consequences reported.